Event description:
A healthcare professional called on behalf of the customer. She alleged the customer's contour meter read 564 mg/dl, while another meter read 260 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller was advised to return the customer's test strips for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Based on the information provided during the call, it's not clear if the customer or hcp were operating the contour meter. Also, the hcp did not provide a name or contact information.